Event description:
The customer reported demand doses were not delivered. The pca infusion programming was changed from basal to demand only and after the change the pt did not get the demand doses. The customer stated the settings were correct and the screen read demand 5, delivered 0. The pump was changed out. There was no report of pt harm and medical intervention was not required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the eval has been completed.